Manufacturer narrative:
(B)(4). The patient left the clamp open on an unused line, which is a known cause of this alarm and left the line laying on the floor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. The technical service representative (tsr) explained that an unused line was open and laying on the floor. The tsr explained proper set up to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.